Event description:
Pt rec'd shock the same night as implant with obvious noise on the egm. When checked the next day, the header seemed to have 1-2mm of play even though it was properly snapped into place.